Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the (B)(6) hospital system had an unsent session. Both gsm and wifi were enabled. Representative disabled global system for mobile communications (gsm). Confirmed wifi was connected to representative's mobile hotspot. Attempted to transmit unsent session. Received two yellow x's. Transmission unsuccessful. Rebooted hes. Confirmed gsm was still turned off. The representative re-entered network information. Navigated to unsent sessions screen, pressed send to clinic. Received two yellow x's. Turned off wifi and turned on cellular. Attempted to transmit unsent sessions, transmission failed. Turned off gsm and wifi. Rebooted hes. Turned on wifi. Pressed follow up. "Last updated" timestamp reflects oct 2913:28, which is the last time it connected. Rebooted hes several more times and switched between wifi and gsm. Hes unable to transmit. Representative stated they would try to take another reading on the patient. Representative took another reading on patient but the session did not transmit. Attempted to perform system reboot, but hospital electronics system (hes) could not verify credentials due to not being able to make a connection. A remote care technical services (rcts) call requested a test of the patient electronics system (pes). Troubleshooting included started reading without patient; blue 42%. Plugged into wall outlet, and took readings on a new mechanically adjustable bed. Patient was unable to unplug the bed. Placed bed pillow under the pes; blue 40%. Patient has an lvad with battery pack located on their right side. Moved pes to foot of the bed; blue 40%. Patient left room and his wife pressed start; white 0% - 25%. Removed bed pillow under the unit; white 5%. Spine centered and head on headrest; music started and stopped. Took reading and transmission was successful. The solution was to move pes to the foot of bed. A reading was taken, and reading and transmission successful. No further rcts action required. No replacement was needed.

Manufacturer narrative:
Section d1: brand name corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported that there was difficulty transmitting readings from the patient's cardiomems device. An attempt was made to transmit unsent session; however, the transmission was unsuccessful. It was noted that the patient has a left ventricular assist device with a battery pack located on their right side. The event was resolved by moving the patient electronics system (pes) to the foot of the patient's bed. A reading and transmission were subsequently successful. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.